Event description:
A pt experienced withdrawal. The following symptoms were reported: diarrhea, vomiting, itching, and hand shaking. The pt's mother suspected that there was a kink in the catheter, which had happened before. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).